Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0t66b, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported they had a past stroke and bleeding in their brain that occurred after the leads were implanted. The patient had been informed it was a stroke a month later. There was no residual paralysis, but the patient still had a little cleft on the side of their mouth. The stroke and bleeding had resolved. The patient's indication for use is movement disorders. Refer to manufacturer report #6000153-2016-00014.